Manufacturer narrative:
Concomitant product: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter. (B)(4).

Event description:
It was reported that the patient experienced return of symptoms. On (B)(6) 2013, there was a normal pump refill with the expected residual volume (erv) versus the actual residual volume (arv) within normal range. Within 10 hours of the refill the patient complained of increased spasticity to the point of being unable to get from the chair to the bed. The patient denied any trauma or falls. The patient also reported having a bowel movement that looked like ¿clear jelly¿. It was noted that the patient had been on the same concentration and dose of therapy for ¿quite some time¿. The patient was also being tested for other medical issues not associated with the drug infusion system that could have caused the patient¿s symptoms. The device system delivered lioresal 2000mcg/ml at 430mcg/day. It was later reported that over the weekend following the refill on (B)(6) 2013, the patient experienced increased spasticity, itching and anxiety. There were no mental status changes. The patient then returned to the clinic. The reservoir volume was checked and the erv was 19ml while the arv was 0ml. It was determined that there was a pocket fill and the refill was done subcutaneously. The patient was refilled correctly. Volumes were checked and were correct. Following the correct refill the patient¿s symptoms began to resolve within 15 minutes and had completely resolved by the following day. There was no permanent damage or harm caused to the patient. The patient was not taking any oral medications.